Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having their device replaced due to eos but ended up replacing the whole system because their doctor noted it was not installed properly, and it was only hitting one of the leads. The patient stated the ins never really worked well, but was better than they were prior. Every time they walked they would have a huge accident so they had to stay in one place for several months. The patient also had numerous programming sessions. It was noted that the current system was fabulous and the patient never had to wear pads, change programming, and had few accidents. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the affected device was explanted on (B)(6) 2017 and was discarded.